Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID # mc1vr01us. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed on the outer shaft of the delivery system. The analyst noted that the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The device could be recaptured with resistance due to the tear in the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1vr01-delsys / expiration date: 14-apr-2020 / serial#: (B)(4) / UDI#: (B)(4), mfg date: 13-nov-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the device exhibited low r waves and high thresholds and required several re-positioning attempts. When recapturing the device, it became difficult to fully seat the device into the recapture cone. The delivery system was flushed and the ipg was re-positioned. However, the tether would not move freely and when moved, it pulled the delivery system towards the device causing the thresholds to increase again. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01-delsys, return date: 26-feb-2019. (B)(4), product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed on the outer shaft of the delivery system. The analyst noted that the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.